Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -15.5/+1.5/90 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) as a replacement lens; on (B)(6) 2022. The surgeon reports endothelial cells of 674 cells/mm2. Lens remains implanted.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).